Event description:
An implant card received on (B)(6) 2013 indicated that the device was replaced because it could not be interrogated. Analysis was approved on the generator: the failure to program and low battery events were determined to be the result of normal battery depletion. The depletion was an expected event as determined by blc and battery voltage measurement. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
Clinic notes dated (B)(4) 2013 indicated that the patient experienced an increase in seizures in (B)(6) 2013 with 9 seizures. The patient's previous seizure frequency was provided. The patient's typical seizures were complex partial seizures. The patient would stiffen but not fall. He would vocalize a "chirpy noise" and stare off. This would last for 60-90 seconds. Device settings were provided, and an end-of-service warning message was seen. The patient was being tapered off of lamotrigine. The physician will not release additional information. A battery life calculation indicated 0 years remaining. On (B)(6) 2013, the patient underwent generator revision. The device could not be interrogated due to end of service. The device has not been returned to date.

Manufacturer narrative:
Analysis of programming history.

Event description:
The explanted generator was returned on (B)(4) 2013 and is pending analysis.